Event description:
Ous MDR - during the procedure, a damage of the outer catheter surface was noted. According to the distributor, a user error cannot be excluded.

Manufacturer narrative:
Unable to determine the manufacture date. Upon receipt, the returned selectra mpep was thoroughly analysed. The selectra catheter was found severely stretched and damaged between 28.5 cm and 43 cm distal to the handle piece as reported in the complaint text. The characteristics of this finding indicate an unexpected material fatigue in the distal area of the catheter. In spite of a comprehensive analysis which was conducted in order to investigate the origin of this damage, the root cause for the observed behaviour could not be determined. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.